Manufacturer narrative:
(B)(4).

Event description:
Data was provided for investigation. [Insert data complaint summary]. Product was also provided for investigation. Confirmation of the allegation was not determined via product and data. A probable cause could not be determined.

Event description:
It was reported that early sensor expiration occurred. Data was provided for investigation. Confirmation of the complaint was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).